Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain and discomfort when walking or standing for long periods of time. It was also alleged that plaintiff is unable to lie down for too long and this is affecting her sleep. After review of medical records for MDR reportability, there is no reported revision at this time. Doi: (B)(6) 2009 ; dor: not reported (right hip) pinnacle. Patient is bilateral, however, there is no record or report to be consider a complaint.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.